Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 11/22/2019 having met all internal qc acceptance requirements. All sterilization records, and bioburden testing indicate successful sterilization process, and passing lal and product sterility results allowed the lot to be released having met all criteria for manufacturing release. There were no non-conformances associated with the manufacturing lot during production, sterilization and final packaging. In lieu of a request for the OEM supplier DHR review, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. Aziyo has been unable to confirm how or if the ecm device caused the incident, and it cannot reasonably be concluded that the device did or did not contribute to the reported serious injury.

Event description:
Patient called health care provider and said they were not feeling well. Patient had been having dry heaves and vomiting most of the weekend. Note: had used cangaroo pouch at initial case, nothing had really changed, dr removed device.